Manufacturer narrative:
The investigation of positioning issues and thrombus has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump accidentally was pulled out of the lv during reposition. As the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the surgeon attempted to reposition the pump and when repositioning, the surgeon pulled the pump back across the aortic valve and was unable to readvance back into the ventricle. The decision was made to remove the impella 5.5 and reinsert the wire and catheter across the valve. Once the pump was removed, there was significant tissue noted on the inlet cage making the surgeon concerned about reinserting the same pump. The decision was made to abort and use a new device.